Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to login or issue medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist remoted in and asked the user to recreate the issue. The user attempted to log in with the correct identity (ID) but entered an incorrect password, typing more than four characters. The tss informed the user that since her account was active in myqlink, customer would need someone with the appropriate authority to reset the password. Customer stated that they would have another staff member issue the medication and request a password change. The issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.